Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton broke off and got stuck - vagina [foreign body in reproductive tract]. When I went to remove part of the cotton broke off and got stuck - tampon [complication of device removal]. Part of the cotton broke off - tampon [device breakage]. Consumer contacted via e-mail and stated that when she went to remove the tampon, part of the cotton broke off. No serious injury was reported.